Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported on (B)(6) 2013 her daughter's blood glucose measured 445 mg/dl, 318 mg/dl, 354 mg/dl, and 316 mg/dl with no times or boluses reported. The pod was removed after 12 hours of wear. Upon arrival at the hospital, she was admitted for diabetic ketoacidosis and she was placed on an intravenous insulin drip. She was still at the hospital at the time of the call.